Manufacturer narrative:
(B)(4). Other device explanted: model: 81455 description: reactiv8 implantable stimulation lead, serial number: (B)(6). UDI #: (B)(4). Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that during the patient's follow-up visit. It was noticed that one electrode on the right lead was out of range (oor)/ high impedance issue. There was no report of patient harm or injury. The patient was reprogrammed and was able to run bilateral stimulation. The patient reported she was responding well to the therapy; however, the patient later decided to have an explant rather than a revision procedure due to other health issues (not related to the reactiv8 system) requiring her to undergo magnetic resonance imaging (MRI). The implantable pulse generator and leads were completely removed without complications. The explanted devices were discarded at the hospital; therefore, actual device analysis could not be performed. The device history record was reviewed. No relevant nonconformances were found.